Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred and that the fill estimate was inaccurate among several cartridges. Customer's blood glucose (bg) level ranged from 345-529 mg/dl. Customer delivered a bolus to address the high bg. Reportedly, the customer reverted to manual injections for insulin therapy.